Event description:
A customer reported that the system "would not coagulate" during a procedure. The case was completed using an alternate system. There was no pt harm.

Manufacturer narrative:
The company rep examined the system and could not duplicate the customer reported problem "would not coagular". Preventive maintenance was performed. The system was then tested and met product specs. No samples were returned for eval, and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unk at this time. (B)(4).